Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer treated with pop and candy. Customer's blood glucose value was 278 mg/dl at the time of the call. The customer reported the drive support cap to appear normal. The customer also reported high readings but declined to troubleshoot. The product was not returned for analysis.